Manufacturer narrative:
The suspect was returned for evaluation. Device was visually inspected and found no issues related to the reported event. Functional tests were conducted and found dso (downstream occlusion) sensor was out of calibration. The cut-out pressure is too low. The reported problem was confirmed. The root cause was found to be decalibrated dso sensor. The reported problem was resolved after recalibrating dso sensor. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification.

Event description:
It was reported that while pre-filling the tubing does not work and cut-off pressure was too low. This is a high-priority alarm that prevents device operation and interrupts therapy. There was no patient involvement, and no harm was reported.